Event description:
Manufacturer reference number:(B)(4).

Manufacturer narrative:
On 9th august, 2021, getinge became aware of an issue with air glide system used together with 8666 washer disinfector. The unit has the serial number (B)(6) and it was manufactured on 28th january, 2004. The date of installation of the device in the facility is 19th march, 2004. The customer allegation was that the ags was not loading carts to the washer. Upon initial inspection it was found that the system failed due to safety monitor malfunction. The device was being left out of order due to service technician not being able to order the part for replacement as he received incorrect information from the service support that the part is discontinued. For the customer request the cart stops were removed from the system by the technician, as they were still willing to use the device despite the failure. On 28th september, 2021 getinge technician became aware of the incident which happened on (B)(6) 2021. The operator attempted to load the cart manually to the washer by pushing it on the air glide system. This consequently led to situation when the employee strained her shoulder. The operator did not require any medical intervention as the injury was minor and we were not informed about any adverse consequences in relation to the described situation. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. During the investigation course we were able to establish that the device, which was directly involved in the reported event was not working according to specifications. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. The result of the investigation allows us to conclude that the getinge technician removed the cart stops. The removal was done for customer request to allow the carts to be moved by hands. The modification was made as a result of incorrect information provided by the service support about discontinuation of the part needed for replacement to return the ags to work in full operational state. Due to the modification, the operator was manually moving the cart on the ags and it contributed to the alleged event. Based on these facts the most probably root causes of the case are user error and service issue. The getinge technician will be advised to not perform any modifications on the devices without the approval of getinge disinfection ab and the re-training will be recommended for the customer. Moreover, information about the event will be provided to the service manager. The described issue did not cause or contribute to the serious injury or worse, however we report the event based on the potential for serious injury if the situation was to reoccur. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware that the ags (getinge automation system) was not working properly. As the information was not safety related we decided not report the event to the competent authority. On 28th september, 2021 customer reported that on (B)(6) 2021 a staff member strained their shoulder pushing a rack into the washer while the ags being out of the service since (B)(6) 2021 due to obsolete parts. It was confirmed that the staff member was back to work and the injury was classified as minor. However, we decided to report the complaint in abundance of caution as we cannot confirm that similar event would not contributed to the serious injury if recur.